Manufacturer narrative:
Results code: the engineering evaluation stated the device was returned with the leading end of the delivery catheter broken at the trailing olive. There was a twist in the guidewire lumen which is indicative of the device being rotated. The deployment line was broken outside of where it extended out of the trailing olive lumen. No damage was seen on the leading olive. The findings from the evaluation are consistent with the physician¿s observations. The root cause for the broken leading end of the catheter could not be determined with the currently available information. Use outside the IFU likely contributed to the broken leading end of the catheter, specifically rotating the device and advancing outside the sheath. The root cause for the partial deployment could not be determined with the currently available information.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications. Results code: the imaging evaluation stated, one time-point available for evaluation; post-implantation cta dated (B)(6) 2015. The right renal artery appears to be the lowest renal artery. There appears to be ~12mm of length from the right renal artery to the circumferential proximal end of the device. The aortic diameter just distal to the right renal artery appears to be 17mm. The aortic diameter ~8mm distal to the right renal artery appears to be 17.8mm. The aortic diameter ~15mm distal to the right renal artery appears to be 18.6mm. There appears to be contrast visualized in a lumbar artery at the level of the implanted device on the arterial and delayed series images. There appears to be contrast pooling in the aneurysmal sac, especially on the delayed series. The maximum diameter of the aneurysmal sac appears to be 49.4mm x 67.0mm. Cannot confirm aneurysmal sac growth with one time point. Images provided do not allow for evaluation in relationship to this event conclusion code: the gore® excluder® aaa endoprosthesis instructions for use (IFU), states do not attempt to withdraw any undeployed endoprosthesis through the introducer sheath. The sheath and catheter must be removed together.

Event description:
On an unknown date a patient was treated with gore (tm) excluder (tm) aaa endoprostheses. On an unknown date following the procedure the patient was suspected to have an endoleak of unknown type. On (B)(6) 2015 the patient underwent a reintervention procedure whereby a 23mm aortic extender component was deployed just proximal to the flow divider placed in the original procedure. Then a 26mm aortic extender component was deployed approximately 1cm into the 23mm component. Then a 12mm x 12mm contralateral leg component was advanced through a 12fr. Sheath on the left. The component was advanced approximately 2cm into the 23mm cuff, and the sheath was withdrawn. It was decided the contralateral leg component should be placed more proximally, however, it could not be advanced any further, so the contralateral leg component was withdrawn back into the sheath. When this component was within the sheath, the component appeared intact. Although there was no resistance felt during withdrawal of the component back into the sheath, a different tactile sensation was felt within the catheter. The catheter was withdrawn outside of the sheath, but without the endoprosthesis attached. It was discovered the contra-lateral leg component had partially deployed within the sheath, even though the deployment knob had not been turned and deployed. However the deployment line appeared to have been snapped in two. Another contralateral leg component was utilized successfully and the patient did well following the procedure.